Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-rays received. Review of x-rays identified that there was a right total hip arthroplasty. The acetabular cup lateral angle of inclination is steep. Acetabular cup constraining ring is disassociated from the acetabular cup and the femoral head component is subluxed laterally. The tip of the femoral stem component is excluded from view. No gross loosening of visualized components. Bones appear osteopenic. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: freedom constrained liner 11-107022lot 443500, freedom constrained head 11-107017 lot 650540, unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07176.

Event description:
It was reported that a patient's right hip was revised 4 months post-implantation due to dislocation and disassociation. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.